Event description:
Customer stated that unit was displaying weak ECG waveforms while on patient. Nurse stated that lead wires and patient cables were swapped out with no change. No patient injury was reported. Note: biomedical engineer was not able to provide any patient info.

Manufacturer narrative:
Evaluation summary: the device history (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer decided to provide service to the pump reported. A supplemental medwatch report will be submitted if additional info from the customer becomes available. (B)(4).